Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not required, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: a stent delivery system was returned. Based on the evaluation the reported advancing issue could be confirmed. The inner catheter was found to be twisted and the proximal luer was found to be detached, which indicated that a patency issue was present during the procedure. A manufacturing related issue could not be identified. Based on the investigation the reported issue was confirmed. A definite root cause for the reported event could not be determined. The product was not used on the patient, but the intended use of the stent in the iliac vein represents an off label use of the device. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories and preparation the IFU states: "the catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. The guidewire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters." Furthermore, the e-luminexx vascular stent system is indicated for use in the iliac and femoral arteries. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified. (Expiry date: 06/2021) .

Event description:
It was reported that during treatment for left iliac vein stenosis via left common femoral vein access the stent allegedly was unable to advance over the guidewire. Reportedly, a new stent was used to complete the procedure. There was no reported patient injury.